Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 90 mm in diameter abdominal aortic aneurysm. The film review revealed that the aortic neck was 90 degree angulation and there was either a proximal type I endoleak or a proximal type IV endoleak present. The physician elected to implant an aortic cuff and there were not proximal endoleaks present on the next angiogram. It was reported that there was also separation between the aui limb extension and the distal extension limbs due to patient anatomy, resulting in a type iii separation endoleak. The patient was treated with an endurant 16x16x124 to cover the endoleak. The physician stated that the cause of the event was due to anatomy; very angulated. No additional clinical sequelae were reported.